Event description:
Information was received, from multiple sources (healthcare provider, clinical study, manufacturer representative). Regarding a patient, who was implanted with an implantable neurostimulator (ins). For unknown, indications for use. It was reported, that the patient has been experiencing increased pain in the legs again for the past two months. Since a week, she has noticed that she has been loading for less time. Device interrogation showed all high impedance (disturbed impedances). The lead was replaced. And the outcome was resolved without sequelae. Etiology was a casual relationship to the device or therapy.

Manufacturer narrative:
Continuation of d10: product ID: 977a290, lot#: 0210889208, implanted: (B)(6) 2016, explanted: (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot#: (B)(6), ubd: 10-feb-2020, UDI#: (B)(4). H6: codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.